Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, prior to the two hour start up calibration, the patient received a sensor failed error. Upon removal of the sensor pod the patient found the sensor wire to be missing. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.